Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, upon intra-aortic balloon (iab) (3000045343) insertion during pci surgery on coronary occlusion using packaged sheath, iab was difficult to advance through the sheath. Replaced iab (3000051215) to continue therapy, but it was brought trepanation at a blood vessel. It was noted that bleeding due to perforation of vessel between femoral artery and ilium artery. Attempted third iab to continue therapy. No adverse event on a patient. This complaint is for first iab which is l/n 3000045343.